Event description:
It was reported that the device was not charging, it was only working when plugged on the ac power. There was no harm or impact to the patient.

Manufacturer narrative:
Investigation results: our investigation into the complaint has now concluded. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. When tested at the technical centre the pump performed as expected and within the normal range. However, the front and rear case of the device was damaged. The device was sent to the service centre for repair and testing, following the repair the device was tested and returned to the customer. A batch record review for the lot number of the complaint device was undertaken, this confirmed the device progressed through a satisfactory release process including testing. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.